Event description:
The reporter contacted animas on (B)(6) 2014 alleging a loss of prime issue on the pump. The frequency of the pump alarms was not indicated during contact. This complaint is being reported because the reported issue was not resolved during contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed that the data from the event date was overwritten and not available for examination. All loss of prime warnings observed in the black box were appropriately related to cartridge use. During testing, the pump was exercised for 24 hours, and no loss of prime warnings were duplicated. The force sensor calibration tested within specifications. The loss of prime complaint was not duplicated.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.